Event description:
Patient underwent surgery for control of oropharyngeal bleeding post tonsillectomy using bipolar uninsulated forceps. After surgery, it was noted that approx 1/2 cm white wound was noted at the right oral commissure. Patient was sent home two days later with instructions to include follow up care for wound.